Manufacturer narrative:
The reported reader has been returned and investigated with retained test strips. Visually inspected the reader and no issues were observed. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified reading issue with the freestyle libre reader. The customer reported reader was "not doing right readings" and customer experienced hypoglycemia, reportedly being unable to self-treat. The customer was treated with 2 sugar cubes and ate dinner. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided for the test strips. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified reading issue with the freestyle libre reader. The customer reported reader was "not doing right readings" and customer experienced hypoglycemia, reportedly being unable to self-treat. The customer was treated with 2 sugar cubes and ate dinner. There was no report of death or permanent injury associated with this event.